Event description:
It was reported that a physician was performing prolotherapy procedure on a 25 year old male patient in an outpatient setting to undergo injection of dextrose 50% into the buttock area just about the greater trochanteric on the left side. Reportedly, when the syringe was pulled out, the needle did not resurface and became fully dislodged and into the patient's buttocks which was realized by the physician upon pulling away the syringe. The patient was admitted to the hospital that evening, stayed overnight and underwent surgery while under general anesthesia the following day. The same day as the surgery the patient was released from the hospital without complications or restrictions.

Manufacturer narrative:
The needle involved in this incident (see associated MDR #9615588-00002) has been requested back for investigation. At this time, the needle has not been returned and requested photos of it have not been provided. Other investigations were performed including retained sample testing and production process review. The retained sample testing results met all standard requirements, and no issues were found during the production process review. Due to the limited information provided, no further root cause investigation could be performed. More information should be provided if possible to help better determine the root cause. Per 21 cfr 803.16, submission of this report is in no way an admission that the devices at issue, the manufacturer or its employees, caused or contributed to this reportable event. The manufacturer explicitly denies such an admission.